Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported by the patient that two infusions set cannula was kinked due to which hyperglycemia occurs after 3 hours of insertion. High blood glucose level was 450 mg/dl and treated by correction bolus via pump. Infusion set was placed in abdomen. Event was occurred on 07/02/2024 and 07/07/2024. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.